Event description:
The customer reported having issues with prime/rewind. The blood glucose was 500mg/dl. The caller stated that insulin squirted out during the manual prime process, and the device alarmed. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk.